Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. For probably 6 months the pts controller battery charge was not hold a charge very long when charging the implantable neurostimulator (ins) and when nothing was plugged into the controller. Pt was not sure how long the controller battery charge lasted when nothing was plugged into the controller but when recharging the ins the controller charge would go dead before the ins was charged up. When recharging the ins the controller would go blank and unresponsive requiring a reset. During call pt verified no damage to the controller charging port. When examining the recharger telemetry module (rtm). Pt noticed where the rtm cord connected to the antenna it was taped up since the wires were coming out. The issue was not resolved. A request was sent to the repair department to replace the rtm. Patient mentioned that they called several months ago and received a replacement recharger. Pt stated that the battery was close to dying. Pt also stated that while recharging their implantable neurostimulator(ins) the other day, the controller showed 100% battery, but the screen went completely black and would not turn back on. Pt stated they reset the controller; however, while attempting to recharge the implant, the controller shuts itself off a lot. Pt also stated it's been going on for quite a while, they'd say it's over a year. Agent had pt reset the controller with ac power supply, blow air into the controller charging port and wipe the rtm pins. Pt confirmed no visible damage to the controller, recharger and battery pack. Pt also confirmed that the controller turned on with green light flashing. Pt confirmed that the controller battery was 100% (recharging) and the implant was 70%. Agent had pt connect the recharger and start the implant recharge session. Pt confirmed that the controller battery was 100% and the implant was 70% with recharging excellent. Agent reviewed information and advised the pt to monitor and call back of the issue persists. Pt reported that their implant resurfaced, protruded, and became loose, twice now. The pt was redirected to their health care professional for further evaluation.